Manufacturer narrative:
The autopulse platform (sn: (B)(4)) was returned to zoll for evaluation. A visual examination found no physical damage on the platform. A review of the platform's archive data was performed on the date of (B)(6) 2016, user advisory 29 - loss of brake connectivity occurred during the date of the event report. During functional testing "ua29" error message was observed within a first few compressions. Further investigation found the brake monitoring circuit detected a loss of connectivity on the brake driving circuit. A drive train motor brake gap inspection was performed and confirmed the brake gap will not hold. The drive train motor was replaced to remedy the reported ua 29. Performed the run-in testing with the 95% patient test fixture (lrtf) for several hours, and did not replicate any of the user advisory or fault. Load cell characterization testing was also performed and confirmed that both load cell modules are functioning within the specification. In summary, the reported complaint of the platform shows ua 29 was confirmed based on the archive review and during functional testing. The drivetrain motor was replaced to remedy the reported complaint. No other faults were observed. The autopulse platform passed all the testing and meets all required specifications.

Manufacturer narrative:
The autopulse platform in complaint was returned to zoll on 03/21/2016 for investigation. However, investigation is still in progress. A supplemental report will be filed when investigation has been completed the autopulse is used as an adjunct to manual CPR in cases of clinical death. The benefit of using the autopulse is that it, in part, substitutes mechanical compressions for the physical labor of manual chest compressions. If the autopulse unexpectedly stops compressions, the interruption is similar to interruptions prescribed in the aha guidelines. Changing from the autopulse to manual CPR can be made in just a few seconds, and is similar to the time necessary for rescuer rotation. Because the conversion to manual CPR is quick, the patients' outcome is not negatively impacted by the interruptions when compared to standard of care manual CPR. The cause of death was presumed to be ohca (out-of-hospital cardiac arrest). Mortality of ohca is high. In the united states, survival to hospital discharge after non-traumatic emergency medical services-treated cardiac arrest with any first recorded rhythm was 10.6% for patients of any age. (Mozaffarian, circulation, 2016). Death is an expected outcome for ohca.

Event description:
It was reported that during patient use the autopulse platform (s/n (B)(4)) displayed user advisory 29 (loss of brake connectivity) error message. The crew responded to a call on a (B)(6) male, who had suffered cardiac arrest. The crew witnessed the cardiac arrest and started performing manual CPR. The crew deployed the autopulse without any issues. During active operation, the lifeband did not tighten around the patient and user advisory 29 was displayed on the platform. The crew restarted the autopulse and the error message could not be cleared. The autopulse did not perform any compressions. The patient was being treated with manual CPR at all time .the use of autopulse was aborted. Rosc (return of spontaneous circulation) was never achieved. On (B)(6) 2016, additional information was received that the patient had expired. The cause of death was not provided. Per the responding crew, the death was not attributed to the autopulse platform.